Event description:
Affiliate reported that during the drainage from the drip chamber, the stopcock (located between the drip chamber and the collection bag) has broken. The csf flowed along the bag (contact with the air). The drainage system had to be changed urgently. No clinical consequence, but infection risk.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. See scanned page.